Event description:
It was reported that during a procedure to treat a lesion in the proximal left anterior descending (lad) artery with mild calcification and no tortuosity, a 2.75x12 mm nc trek rx dilatation catheter was advanced without resistance and inflated; however, the balloon did not inflate and a leak was noted by the hub. The 2.75x12 mm nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new same size nc trek rx dilatation catheter was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.